Manufacturer narrative:
A visual examination of the returned complaint device revealed no damages to the device. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly and there were no issues noted with the gauge needle. The returned device passes visual and functional tests; consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the bronchus during a balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle did not move while the balloon was attempted to be inflated. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the bronchus during a balloon dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle did not move while the balloon was attempted to be inflated. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.